Manufacturer narrative:
Product information could not be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
A canadian customer ran consecutive blood tests on the contour meter and recieved readings of 2.2, 1.1, and 1.6mmol/l. She then retested on the contour usb and received a readings of 7.8mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe cusotmer disposed of the contour meter and did not provide the strip information.